Event description:
Event was reported to herniamesh by the distributor who receive a legal complaint by the patient attorney. The patient has suffered painful intercourse, pain associated with attempted surgical repair, internal and external scarring related to mesh implant and subsequent surgery, and less active lifestyle. No further information has been provided.